Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to pt). Product problem(s): "footswitch would not respond". (Device inoperable). A nurse reported the footpedal would not respond. Two footpedal were tested and neither would work. The system was switched out and all cases were completed. The nurse could not recall if the event happened prior to or during surgery. There was no pt impact reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The footswitch operation was checked and no problems were found. Preventive maintenance was performed. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).